Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the information that the bed was damaged by the patient. Photographic evidence provided revealed that the side rail was partially detached. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The bed frame was damaged, therefore, the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the partial detachment of the side rail.

Event description:
Arjo became aware of the event involving citadel plus bed frame. We were informed that the patient leaned on the side rail when getting out of bed. It resulted in the partial side rail detachment. Based on the collected information 2 out of 4 screws holding the panel to the metal plate were partially torn out. No injury was reported. The bed was taken out of use and repaired.